Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was not confirmed as the returned device analysis observed a posterior needle to cuff miss. The reported difficulty removing the plunger was not confirmed as it was likely based on procedure circumstance. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve implantation procedure. Reportedly, the proglide plunger felt heavy during plunger removal. Resistance was felt during suture harvesting and a suture break occurred. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.